Event description:
It was reported by service report that the fowler was drifting down at the lower angle. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake clutch.